Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: please provide an answer for each case: (B)(4): case 1. (B)(4): case 2. (B)(4): case 3. (B)(4): case 4. (B)(4): case 5. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Please provide the source or name of person providing answers to follow-up questions: the incident occured on 2 cases. There were 3 suture that separated at the swedge between the needle and the suture on 1 case. There were 2 sutures effected on the second case. The first 3 occurred while doing a continuous stitch to close the vaginal cuff. We did try suture from other boxes, but they were all the same lot number. The second case, we pulled the suture from the boxes with the same lot number again. We had not received a new order at that time. One popped off again while sewing the cuff and the other popped before it was passed to the surgeon. So, this happened while being used on a patient 4 times and 1 time before use. I hope you find this information helpful.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, it was reported by the sales rep that over the last few weeks in five cases, the needle is pulling away from the suture at the swedge. Case was completed with a like device. No patient harm was reported. Sterile samples will be returned. There were no adverse reported. Additional information was requested.